Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility. A clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Based on the provided medical records, on (B)(6) 2016, a (B)(6) year-old male end stage renal disease (esrd) patient presented to the user facility for a regularly scheduled 3 hour and 45 minute hemodialysis (hd) treatment. At some point after the start of hd treatment at 12:29 pm, the patient went into cardiac arrest. The patient was transported to the emergency room (ER) via emergency medical services (ems). The patient was pronounced dead at 2:42 pm. The patient had a complex medical history including tias, diabetes, and a significant cardiac history. Additionally, the patient had a do not resuscitate order in place. The arrhythmias and cardiac arrest were the ultimate cause of death. The end stage renal disease notification listed the cause of death as cardiac arrest-cause unknown. It was reported by the clinic manager that there are no allegations of machine malfunction and no allegations of any issues with any of the products used during the patient's treatment. There was no suspected machine malfunction. However, the machine was removed from service post-event to perform function testing. During the function testing, the machine encountered intermittent high flow error. There were no machine errors reported during the patient¿s hd treatment. The machine remains out of service and pending on-site service for system verification by a fresenius regional equipment specialist (res). There is no indication that any device malfunctioned occurred. Based on the event details provided, it is unlikely that there exists a causal relationship between the any fresenius products and the expiration of the patient.

Event description:
A user facility reported that during a hemodialysis (hd) treatment on (B)(6) 2016, the patient coded on the 2008t hd machine. The patient did not complete treatment and was taken to the hospital and later expired. Prior to the start of hd treatment, the patient¿s blood pressure (b/p) was (B)(6), pulse rate was (B)(6) beats per minute (bpm) and regular, respirations were (B)(6), and the patient was afebrile. At the start of hd treatment at 12:29 pm, the patient¿s vital signs remained stable, and the treatment was initiated without complaint. Prior to the treatment being terminated prematurely due to the patient code, the treatment had been uneventful with no patient adverse effects experienced. At the time of the code, cardiopulmonary resuscitation (CPR) efforts were initiated, and then the patient was transported to the emergency room (ER) via emergency medical services (ems). Follow-up information from the clinic manager provided a conflicting report which stated that the patient had become unresponsive during the hd treatment and no resuscitation efforts were performed because of the patients do not resuscitate (dnr) orders. The clinic manager further revealed a conversation that had occurred when the patient arrived for treatment, where the patient admitted to an episode that occurred at the nursing home the previous night and also last week, that was described by the patient as a feeling ¿like he almost died.¿ follow-up information received from ER documentation stated that the patient was presented in cardiac and/or respiratory arrest and an intraosseous catheter had been inserted into the left humerus with normal saline infusing. The patient was given 1mg epinephrine via intraosseous line and the patient was shocked times one for a shockable rhythm of ventricular fibrillation by ems prior to arrival to the ER. Resuscitation efforts including CPR and a dopamine infusion of 5mcg/kg/hr and one dose of epinephrine injection continued in the ER until dnr documentation was reviewed, at which time, resuscitation efforts were halted. At 2:36 pm, CPR was stopped and the patient was noted to have two agonal breaths, bp was (B)(6), heart rate was (B)(6), and a femoral pulse with doppler. At 2:42 pm, the patient no longer had an audible pulse by doppler. No respiratory effort and a bedside cardiac ultrasound confirmed no cardiac activity. The patient was pronounced dead at 2:42 pm. The 2008t hd machine was removed from service for an evaluation by the on-site biomedical technician (biomed). The machine initially passed all functional tests, but while running the machine off the floor, the biomed noticed that the machine was giving intermittent high flow error messages for a few seconds every few hours. The machine is currently out of service and pending system verification by a fresenius regional equipment specialist (res). No malfunction of any fresenius products in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The dialyzer is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
Plant investigation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all collective concentrate bicarbonate products shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Collective concentrate bicarbonate products are manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.